Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00336.

Event description:
It was reported that two polaris 5.5 plug drivers were damaged during surgery: one had its tip fractured during tightening and the other twisted. The tip of the driver was not able to be removed and remains in the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two polaris 5.5 plug drivers were damaged during surgery: one had its tip fractured during tightening and the other twisted. The tip of the driver was not able to be removed and remains in the patient. This is report two of two for this event.